Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a new freestyle libre 3 plus sensor with the ilet app, but the phone did not scan the sensor and no app notifications or tones occurred despite multiple attempts and confirmation that the pump sensor setting was set to libre 3 plus. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, no adverse events, and no impact to blood glucose. User support included guided troubleshooting and user education, including confirmation of pump settings and advising an app reinstall and consideration of a replacement sensor. Investigation of this case revealed that the issue was an unsuccessful sensor-app pairing, with the potential causes discussed as either a phone application malfunction or a faulty sensor with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive between user interface or app performance factors and a possible defective sensor.